Event description:
This case was initially received via regulatory authority (reference number: (B)(4)) on 08-jul-2019. This spontaneous case was reported by a regulatory authority and describes the occurrence of fatigue ('major fatigue') in a (B)(6) female patient who had essure (batch no. 948605) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In 2014, the patient experienced fatigue (seriousness criterion medically significant) and sciatica ("cruralgia"). On an unknown date, the patient experienced tendonitis ("recurrent tendinitis"), musculoskeletal disorder ("joint and muscle problems") and paraesthesia ("tingling"). Essure treatment was not changed. At the time of the report, the fatigue, sciatica, tendonitis, musculoskeletal disorder and paraesthesia outcome was unknown. The reporter provided no causality assessment for fatigue, musculoskeletal disorder, paraesthesia, sciatica and tendonitis with essure. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4) on (B)(6) 2019. The most recent information was received on (B)(6) 2019. This spontaneous case was reported by a regulatory authority and describes the occurrence of fatigue ('major fatigue') in a 42-year-old female patient who had essure (batch no. 948605) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In 2014, the patient experienced fatigue (seriousness criterion medically significant) and sciatica ("cruralgia"). On an unknown date, the patient experienced tendonitis ("recurrent tendinitis"), musculoskeletal disorder ("joint and muscle problems") and paraesthesia ("tingling"). Essure treatment was not changed. At the time of the report, the fatigue, sciatica, tendonitis, musculoskeletal disorder and paraesthesia outcome was unknown. The reporter provided no causality assessment for fatigue, musculoskeletal disorder, paraesthesia, sciatica and tendonitis with essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.